Manufacturer narrative:
The maryland bipolar forceps has not been returned for further investigation. Evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. No image or video clip for the reported event was submitted for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16, lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 7 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the wire insulation was damaged and it was unknown if a fragment from the insulation fell inside the patient. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was found during central processing. The conductor wire insulation was damaged. There was no sign of thermal damage at the site of the conductor wire breakage. There was no report of a fragment falling inside the patient¿s anatomy. There was no patient involvement at the time that the issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The insulation was lifted, causing the internal wires to be exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause was attributed to misuse or mishandling, commonly caused by collision with another instrument or sharp object. An additional finding, which was not reported by site, was that the instrument was found to have an abrasion on the yaw pulley. The abrasion is 0.023" - 0.030" in length between the conductor wire and grip cable. The root cause was attributed to misuse or mishandling. In addition, the instrument was found to have various scratch marks on the main tube. The scratch marks were 0.056¿ - 0.158¿ in length and were not aligned with the tube axis. The root cause of this failure is typically attributed to misuse or mishandling.

Event description:
Refer to h10/h11 for follow-up information.